Event description:
Other medications the patient was taking at the time of the event included hydroxyzine pamoate 25 mg tid and venlafaxine 75 mg oral bid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with compounded baclofen 200 mcg/ml (46.7 mcg/day) and morphine 7.5 mg/ml (1.7518 mg/day) intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The patient's medical history and concomitant medications were unknown. The hcp reported that the patient's pump went dry after the patient missed a refill. The patient came in last week and they put saline 0.1 mcg/ml (0.00481 mcg/day) in the pump because they did not have the medication needed at that time. The event date was noted as approximately (B)(6) 2015. The patient went into withdrawal "very badly" after the medication ran out on saturday. The pump was refilled with medication today and a priming bolus was done to get the medication to the tip of the catheter. The new medication was the same as the old prescription with morphine and baclofen. The daily dose of baclofen was calculated from the pump flow rate using the primary drug information. If additional information is received, a follow up report will be sent. An hcp reported that regarding medical history the patient had no known allergies. The patient missed a refill date scheduled for (B)(6) 2015 and the hcp called the patient several times a week. In addition, the hcp called the va, a family member of the patient, and police were asked to check the patient's apartment. It was indicated that the patient had "lost phone, moved, never checked his refill slip". The pump alarm was heard; however it was thought that "it was his phone for a while". On (B)(6) 2015 a low reservoir alarm occurred. A pump refill and priming on (B)(6) 2015 resolved the issue of withdrawal and the patient was "doing well". It was noted that the pump administered saline beginning (B)(6) 2015. Beginning (B)(6) 2015 the pump administered the following medications: compounded baclofen (concentration: 200 mcg/ml; dose rate: 46.7 mcg/day) and morphine (concentration: 7.5 mg/ml, dose rate: 1.7518 mg/day).